Manufacturer narrative:
Returned device was received in good physical condition however, it was noted that the plunger head was full of contamination. Evidence of reported problem in event log was found. During the evaluation of the device, the plunger head contamination was found to be the cause of the complaint. This fault was caused by the user. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump failed a force sensor test. There were no reported adverse events.